Manufacturer narrative:
Patient ID and weight were not provided for reporting. Patient¿s age was reported as in 30s. Date of event is unknown. This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Implant date, explant date: unknown. Device is not expected to be returned for manufacturer review/investigation. Reporter facility name and contact information was not provided. This report is for one (1) unknown plate. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that approximately three years ago, patient in his 30¿s was implanted with condylar plate. After 5-7 weeks, the plate failed. The surgeon mentioned that the va condylar was more susceptive to breakage compared to the lcp condylar, femoral or liss plates due to the staggered combi -holes in the shaft and perhaps the va design itself. Patient outcome was reported as unknown. Concomitant devices reported: screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).